Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed, the PMA# listed in is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The proximal balloon seal was separated. The reported inflation issue and leak could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mid circumflex de novo lesion with no calcification. A 2.0 x 12 mm balloon was used to pre-dilate the vessel, reducing the stenosis to less than 40%. A 2.5 x 18 mm implant was then advanced to the lesion, but even when pressurizing the device to 12 atmospheres, the balloon did not inflate and contrast was observed leaking from the delivery system. The device was removed from the patient and a 2.5 x 28 mm implant was used to successfully treat the lesion. The patient outcome was good. There was no clinically significant delay in the procedure. There were no adverse patient effects. No additional information was provided.